Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 07/21/2015, UDI#: (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: 07/21/2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient's medical history included "dm." It was reported that the patient had increased pain than in the past and has had to increase intensity on their stimulator to get the relief that they needed ever since (B)(6) 2018. The health care provider (hcp) performed an x-ray in (B)(6) 2019 and per the patient it showed they had a fractured lead. It was unknown what external factors led to this event. An impedance check was performed by the manufacturer representative on (B)(6) 2019 and all electrodes showed >10,000 ohms with reference electrode 0 and 0.7v. The patient could not tolerate testing impedances at 1.5v or 3.0v. The patient reported that they were satisfied with their current programming and refused a programming session. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the lead fracture was not determined. It was indicated that it was not determined which of the two implanted leads was fractured as the rep indicated that both leads were showing high impedances. It was reported that no further actions were planned or performed to resolve the fractured lead and high impedances issue at this point. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.